Event description:
It was reported that during a routine follow-up, non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing were observed. The patient was asymptomatic. Programming changes were made and resolved the issue.